Event description:
The account stated that the architect analyzer generated an initial prolactin result of >200 ng/ml. The sample was repeated with an automatic 1:10 dilution and results of 72.76 ng/ml and 95.12 ng/ml were generated. The sample was repeated again with an automatic 1:20 dilution and a result of 970.60 ng/ml was generated. There was no report of impact to patient management.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4) erratic results. A field service representative (fsr) was dispatched to the account. The fsr observed a clog in the r1 reagent pipettor. The pipettor was cleaned and the fsr processed a sample with acceptable results. The issue was resolved by cleaning the r1 reagent probe. A review of the complaint history for the architect i2000sr (B)(4) over the period of (B)(6) 2008 through (B)(6) 2009 was performed. The review found two additional complaints related to this issue. The complaints were resolved by additional customer training by customer support and instrument troubleshooting. The architect system operations manual was reviewed and was found to adequately address the issue of erratic results. No deficiency was identified. This is the final report.